Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose levels reaching 310 mg/dl, and light ketone levels. Contact stated that the pump settings need to be adjusted. Customer delivered a bolus to stabilize blood glucose levels. Recommendation was made to discuss diabetes management with customer's health care professional.